Event description:
It was reported that a pt was burned on the cheek and tongue after coming into contact with a handpiece head that reportedly overheated. The pt was given a carafate mouthwash as a result.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803.